Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that three phaco handpieces had trouble with phacoemulsification and aspiration during setup. An alternate phaco handpiece was used to proceed with surgery. This is the third of three reports for this facility.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 3, 2016. Based on qa assessment, the product met specifications at the time of release. The (B)(4) handpieces was received for evaluation. A flow rate test found the handpiece to meet specifications per the specification. The handpiece was then connected to a calibrated system. The handpiece failed to tune as system message (sm) was displayed. When connected to a resistance test box, a measureable resistance was seen from the high electrode to ground indicating initial signs of moisture ingress. The stroke test found the handpiece to not meet specifications, as there was no ultrasonic or torsional movement. A review of the data indicates there were 194 procedures performed with this hp. The last recorded data displayed consistent recent tuning issues. The handpiece was disassembled revealing a discolored electrode. The root cause of the reported event of poor (B)(4) and aspiration issues can be attributed to a discolored electrode causing sm to display. However, how this electrode became discolored remains inconclusive. The manufacturer internal reference number is: (B)(4).